Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, evaluation revealed that the battery compartment had multiple cracks. During testing, the pump failed the leak test. The pump cover was removed and moisture corrosion was visible inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.